Event description:
Info rec'd indicates when the brakes were engaged the casters did not hold.

Manufacturer narrative:
The technician found that the casters were worn out from age. He replaced the casters and the brakes functioned properly.